Event description:
It was reported that pump experienced malfunction alarm that showed malfunction code but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.